Manufacturer narrative:
There was no request for investigation by getinge. Additional information indicated that tidal volume could not be monitored. The user therefore replaced the expiratory channel pc board. The ventilator was subsequently tested and returned to clinical use. The reported issue of the ventilator not providing backup ventilation was not further evaluated by the user. Ventilator logs were not available for review, and the replaced component was not returned for investigation. The expiratory channel pc board is responsible for expiratory flow measurement from the expiratory cassette and for handling the expiratory and safety valves. As neither the ventilator logs nor the replaced component was provided, further investigation was not possible, and the root cause of the reported event could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment in pressure support mode, the ventilator did not provide backup ventilation when required. The patient experienced hypoxia and drop in percutaneous oxygen saturation to 33%. The ventilator was replaced, and the patient¿s vital signs stabilized. Final patient outcome was no harm. Manufacturer ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured prior to the implementation of UDI in manufacturing.